Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high all day. Customer's blood glucose level went up to 400 mg/dl. The customer was unable to change the insulin pump since her eye sight was not really good. The insulin pump was scratched where the clip goes. Regardless of what blood glucose reading entered the insulin pump, it always said 25 unit bolus. Her husband had a hard time reading the insulin pump and they were unable to get to the bolus history screen. The device was not returned.